Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred during basal delivery. The customer's blood glucose level was not impacted. It was noted that the customer was able to load a new cartridge successfully and resume insulin delivery.